Manufacturer narrative:
H6: investigation summary: unfortunately, a lot number could not be submitted for this complaint and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced a loose prn. The following information was provided by the initial reporter: complaint 1 of 3. The heparin cap became loose during the indweling process, and the heparin cap fell off (2 pieces). After the scratch clip got stuck (1 piece), the nurse performed infusion again and found the fracture three patients were affected, detail information were unknown, date of event are same with each other.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced a loose prn. The following information was provided by the initial reporter: complaint 1 of 3 the heparin cap became loose during the indweling process, and the heparin cap fell off (2 pieces). After the scratch clip got stuck (1 piece), the nurse performed infusion again and found the fracture. Three patients were affected, detail information were unknown, date of event are same with each other.